Manufacturer narrative:
Concomitant medical products: 6947m-55 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that coinciding with a surgical procedure, the cardiac resynchronization therapy defibrillator (crt-d) detected multiple non-sustained high-rate episodes and a ventricular fibrillation (vf) episode, where shocks were aborted. The device was oversensing noise due to electromagnetic interference (emi) from cautery used during the surgical procedure. The device necessitated no reprogramming and it remains in use. No patient complications have been reported as a result of this event.